Event description:
It was reported by sales consultant: during a procedure, on (B)(6) 2013, the head of an 8.5mm reamer broke off. The event took place when a tibial inter-medullary (im) rod was being implanted in the right tibia. It was reported there was no adverse event to patient, however metal will be retained in the tibial canal of the patient. This report is for a 5.0mm flexible shaft. This is 1 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
A product development event evaluation was conducted. The report indicates version aa of the synream design and clinical risk management document covers breakage of the 8.5mm reamer head in lines 20 - 70. These risks are controlled by mechanical testing and the technique guide. Sufficient information could not be gathered to determine the possible cause of the complaint. The design risk assessment adequately addresses the complaint event. Investigation is on-going.

Manufacturer narrative:
Manufacture evaluation the complete front part of the reamer head is broken off; the remaining part is stuck on the coupling of the flexible shaft. The broken off fragments are not available for investigation. Conclusion because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The remaining cutting blades are worn and show marks and striations of often or forcible use. The microscopic analysis of the broken surface does not show any anomalies of materials structure. The DHR shows that the reamer head met the specifications at the time of manufacturing. A manufacturing conclusion cannot be presented due to the condition of the product.